Event description:
Reporter indicated that device diagnostic testing at office visit in 02/2003 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt was in an accident and suffered several falls approximately one week prior to the office visit. Physician believes accident resulted in a lead fracture. Physician programmed the ncp system to off due to potential battery depletion. Further follow-up revealed that the pt fell with seizures three times in or about 03/2003 and subsequently fractured the right hand. Physician indicated that no lead fracture was visible on x-ray. The pt's lead was replaced.